Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a transmitter showed that a patient's implantable cardiac monitor was "not paired" despite recent transmissions and recent transmitter connectivity. The situation was being monitored. The patient was stable.